Event description:
It was reported that the patient underwent a surgery to extend the original construct from l5-s1. While tightening the screw in the connector the driver tip broke. The broken piece was found and discarded. The tightening was completed with another instrument. The case was delayed 3 minutes. No patient complications were reported.

Manufacturer narrative:
(B)(4).